Manufacturer narrative:
Date of event is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported something just happened and she was not certain of what she needs to do. Patient indicated she was walking and all of a sudden underneath her pacemaker (ins), in the butt cheek area, she felt something ¿burst in her butt¿ and just started vibrating like crazy ( like ¿tingle, tingle, tingle¿) and now her legs felt really heavy and tingly and hot which was not normal, so patient was really nervous cause she did not know what that could be. Patient stated that was weird because her back has been hurting a lot, all the time, even if she tries different settings, but now that she experienced the burst while walking, the pressure that was in her back is gone but her leg feels like ¿a thousand pounds¿. Patient mentioned it feels like when they just turned on the stimulator and she could feel it a little bit in her back, that¿s what her entire leg feel like¿. Patient reported she thinks the back pain was caused from her bladder, not emptying out all the way (¿bladder has slowed down¿) causing her to keep getting bladder infection(continuously). She went to ER because she had 105 fever and found out there that it was caused from ¿really bad¿ bladder infection that went into her kidney( the healthcare provider (hcp) at ER told her that). Patient added that she felt like she was going to die because her fever was so high. It was noted that she did not have equipment with her at the time of the call. She had tried to contact her hcp in (B)(6) but wasn¿t able to. There were no further complications that have been reported as a result of this event.